Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that patient was positioned in the mayfield modified skull clamp (a1059) at the beginning of the case. However, at the end of the case when the drapes were removed, 2 inch laceration was observed on the patient's scalp. The laceration was addressed. Additional information has been requested.

Manufacturer narrative:
The mayfield modified skull clamp (B)(6) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Serial number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The definite root cause cannot be identified as the device was not returned. Based on the reported complaint, probable root cause is improper or suboptimal placement of the skull clamp on the patient. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.